Event description:
It was reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu battery was evaluated and replaced. The cpu board, display adapter and cmos were reseated. The system was tested and found to be working as intended and returned to service.